Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient went to emergency room on (B)(6) 2026. The blood glucose level was 390 mg/dl and the patient was treated with intravenous fluids and correction bolus via pump. Patient experienced altered vision, dizziness, numbness and dehydration. Patient tested for ketones and results found negative. The length of hospitalization is less than twenty-four hours.